Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned that they had a bad fall a week and a half ago. Patient mentioned that they fell backwards into the wall and they got a bruise around the implant area. Since the fall, patient mentioned that they were not able to connect and implant is no longer holding a charge. Patient mentioned that they were not able to have it checked as their doctor advised them that they need a manufacturing representative present. Agent sent a message to the field for visibility.